Event description:
The customer reported functionality lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and put back to service.